Event description:
The facility reported an infusion pump with a failure code 810:11. The event occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.

Manufacturer narrative:
Evaluation was completed on 7 november 2005. The customer reported condition of failure code 810:11 was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue.